Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the reference subcutaneous electrocardiogram (s-ECG) could not be acquired due to sensing not being fully optimized. It was noted there were false positive atrial fibrillation (af) events that were due to this patients ectopy. Technical services (ts) recommended bringing this patient into the clinic to acquire the s-ECG and completing sensing optimization. This s-ICD remains in service. No adverse patient effects were reported. This device has been received and analyzed.